Event description:
It was reported that the patient had diaphragmatic stimulation and a perforation was noted. The right atrial (ra) lead had increased threshold to a high value. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2013-(B)(6), addr01 implantable pulse generator 2013-(B)(6), (B)(4).